Event description:
It was reported that the customer damaged the air gas supply nipple on the auxiliary o2 and suction module. There was no patient harm. (B)(4).

Manufacturer narrative:
Additional received information states that the air intake (nipple) on the auxiliary o2 and suction module was broken off by the by the user. There is no information suggesting that there was any technical malfunction on the auxiliary o2 and suction module prior to the event. We have not been able to determined how the air intake (nipple) got broken off.

Event description:
Manufacturer´s ref #: (B)(4).